Manufacturer narrative:
B5 updated h6: codes updated based on additional review of the event and additional information received medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the procedure was abandoned/not completed. It was clarified that the resistance occurred in the microcatheter hub. A continuous saline flush was administered and maintained as indicated in the IFU. There was no damage observed to the pipeline pushwires or catheter. The pushwire of the first pipeline (ped2-400-10) was pulled back to remove the device from the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that no medical/surgical intervention required as a result of the patient not receiving tre atment, and the patient was not symptomatic. They plan to be retreated on march 27th. The cause of the reported device issues was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline shield failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the internal carotid artery. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed an untreated aneurysm. It was reported that the product was prepared per IFU but the distal end of the device would not open despite normal deployment technique and medtronic rep advice. The pipeline was not positioned in a bend and more than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. Additional steps attempted to open the pipeline included recapturing and redeploying several times to try and open the distal end which remained captured within the ptfe sleeves and was then observed to be crimped or bent and removed from the body. It was removed by pulling out of the microcatheter but the pipeline then deployed in the hub. The pipeline was removed from the phenom 27 catheter and tough to have come out. When inserting the new pipeline into the microcatheter, it deployed into the hub. There was moderate friction or difficulty during the procedure. The pushwire was not rotated or pulled back at any time during the procedure. The pipelines were used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a phenom 27 microcatheter.